Event description:
It was reported that during a prostate procedure, the fiber tip detached inside the pt and was retrieved. A second fiber was used to complete the procedure. It was reported "no injury to the pt".

Manufacturer narrative:
.